Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. E1: telephone number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured in the patient's mouth. Replaced screw without damage to implant.